Event description:
It was reported that the patient presented in clinic for variable pacing lead impedance. Upon opening the pocket, an insulation anomaly was detected. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.externalized conductors due to external insula- tion abrasion were found at 7.7-9.9cm from the distal tip, consistent with lead friction to another device. An internal insulation abrasion was noted at 18.4-18.9cm from the distal tip. External insulation abrasion was noted at 18.8-20.1cm from the distal tip, consistent with friction to another device. The etfe coating was intact at these locations. External insulation abrasion was noted at 47.5-48.2cm and 49.7-50.5cm from the distal tip, consistent with friction to the ICD can. At 49.7-50.5cm, the etfe coating on one re cable was abraded.